Event description:
After PICC was placed, the tip had possibly embolized in the pt. This has not yet been confirmed. Pt is not showing any symptoms.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation, as the device remains in the pt. A lot history review (lhr) of rewi1030 showed no other similar product complaint(s) from this lot number.